Event description:
Implant originally done in 1975. Asymptomatic until 12 years ago when hip became unstable after delivery of child. Has used 2 crutches to walk for past 10 years. No rest or night pain, but severe difficulty putting on socks & shoes. Surgical findings: completely loose acetabular component; broken out of socket.